Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination, and the reported event was confirmed. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. Imagery provided revealed that the patient's right access vessel had presence of calcification. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "the team attempted to retract the valve into the esheath and remove the system as a single unit. While the esheath and delivery system were successfully withdrawn, the valve dislodged and remained at the arteriotomy site. A vascular surgeon performed a surgical cutdown to control bleeding and retrieve the dislodged valve". In this case, the patient's access vessels had presence of tortuosity and calcification. The presence of calcification and tortuosity can create a challenging pathway during delivery system withdrawal, leading to resistance. It is likely excessive force was likely applied while attempting to retrieve the crimped valve into the sheath to overcome the challenging anatomy, resulting in valve dislodgement. During the process, contact between the valve's outflow side and the sheath may have caused the bent struts observed at the outflow side. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (crimped valve withdrawal through sheath, excessive force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via transfemoral access through the right common femoral artery (cfa). During the procedure, the safari wire was inadvertently removed by the scrub technician after the implanting physicians had advanced the delivery system into the descending aorta but prior to balloon alignment. In response, the team attempted to retract the valve into the esheath and remove the system as a single unit. While the esheath and delivery system were successfully withdrawn, the valve dislodged and remained at the arteriotomy site. A vascular surgeon performed a surgical cutdown to control bleeding and retrieve the dislodged valve. A new 14 french esheath was then inserted into the same exposed artery, and a second 26 mm resilia valve was successfully implanted. The patient remained in stable condition following the procedure. There was no allegation or indication of a product malfunction. The root cause of the vascular complication was determined to be procedural in nature specifically, the premature removal of the safari wire and subsequent manipulation of the delivery system and esheath. Preliminary examination of the device indicated that multiple struts appeared slightly bent outward at the outflow side.